Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) blood collection tubes had foreign matter embedded in the stopper. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) blood collection tubes had foreign matter embedded in the stopper. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and defective stopper molding was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.